Event description:
It was reported that the customer overestimated the amount of insulin needed, and delivered too large of a bolus which resulted in low blood glucose (bg) level of 32 mg/dl. Customer required assistance from contacts to address bg level with carbohydrates. Additionally, it was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.